Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no allegation reported by the patient. There was no report of serious patient harm or injury. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. The device has not been returned to the manufacturer. At this time, no further investigation can be requested at this time. If any additional information is received, a supplemental report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no allegation reported by the patient. There was no report of serious patient harm or injury. There was no report of medical intervention. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the manufacturer observed that air outlet port had dust-like contamination in it. Air inlet had light white dust-like contamination in it. Pca (printed circuit assembly) had light dust-like contamination all over the top of it. Light dust-like contamination on the top of the blower box lid and surrounding area and blower motor and inside of the blower box. Bottom enclosure had light dust-like contamination in it. Air inlet seal had light dust-like contamination on it. The sound abatement foam was intact and had light dust-like contamination on top of it. Flip lid seal had unknown white and brown dust-like contamination on it. White dust-like contamination, throughout humidifier enclosure, on and under the heater plate and on dry box inlet seal. Potential mineral deposits inside water tank. Unknown tan dust-like contamination in the iso port (international organization of standardization).the contamination found in the humidifier enclosure is considered not to be in the airpath. Evidence of sound abatement foam degradation/breakdown was not observed in this device. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found 0 error code. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation and there is no visible damage or functionality failures of the device. The manufacturer observed dust contamination in the device and are consistent with being from an external source.